Event description:
It was reported that the drain broke into two pieces, where the flat white part meets the tubing, during removal one day post operation. The pt was operated on under general anesthesia to remove the tubing piece.